Event description:
It was reported that during a lap hysterectomy procedure, the device began to smoke due to tissue stuck in the jaws and the pad melting. They used another device to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 10/14/08. Info anticipated, but unavailable at this time.